Event description:
After administrating a lovenox ing and pressed down on the yellow syringe plunger to sheath the needle, instead of covering the needle it shot the uncovered needle out the end and into the pts bed. No injury occurred.